Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog # 54840004025, 510k # k091974 and UDI # (B)(4) was cleared in the united states. X-ray review results: post-op x-ray for thoracolumbar fusion, with growing rod for pediatric scoliosis, was received. No hardware failure was apparent on this x-ray. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at t2-l4 using growing rod due to pediatric scoliosis. On an unknown date, post-op, the screw on the right side of t4 loosened. Fusion of extension also needed to be performed. Hence, the patient underwent a revision surgery, in which screw replacement was performed along with extension of fusion procedure. There was a delay of less than 60 minutes in overall procedure time due to replacement of the loosened screw; however, patient's issue has now been reported as resolved. Reportedly, the patient had undergone multiple surgeries after the initial procedure dated (B)(6) 2018. Extension of fusion was performed on (B)(6) 2018, (B)(6) 2019 and (B)(6) 2019.